Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced unintended stimulation in the arms. The lead had reportedly migrated again (reference MFR. Report: 1627487-2016-01797). Subsequently, surgical intervention was undertaken (date of surgery is unknown)wherein the lead was repositioned and the anchor was explanted and replaced. Stimulation was restored following the surgical intervention. Concomitant products: the implant date for model 1194, scs anchor is unknown.

Event description:
Follow-up revealed the surgical intervention took place on (B)(6) 2016.

Manufacturer narrative:
Pt info added.